Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that an echocardiogram on (B)(6) 2016 revealed thrombus on the aortic valve. It was reported that pump speed changes and changing of the system controller were avoided due to the presence of the aortic valve thrombus. No changes were made to the patient¿s anticoagulation regimen in response to the observed aortic valve thrombus. The patient¿s anticoagulation included aspirin, and the inr goal was between 2 and 3. On (B)(6) 2016, a routine echocardiogram revealed the patient¿s aortic valve opening with every beat. Thrombus was not able to be visualized during the echocardiogram. It was unknown for how long the aortic valve had been opening every beat. The system controller had been exchanged at an unspecified time, and no issues were observed.

Manufacturer narrative:
A correlation between the device and the reported aortic valve thrombus could not be conclusively determined. The patient remains on vad support and no further related events have been reported. The instructions for use lists peripheral thromboembolic event as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.